Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Additional information was requested and the following was obtained: how much bleeding occurred? Asku. Did the patient receive any blood products ? If yes how much was given to the patient? No. On what tissue type was the device used? At what location on the tissue? Small intestine. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st and 3rd. What other color cartridges were used before and after this event? White used when 2nd firing. Blue used after the 2nd firing. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Near. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Did the surgeon wait 15 seconds before firing the device? Yes. Was the tissue thick? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one device was returned in good visual condition and with two cartridge reloads present. The cartridge reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure the surgeon used the device with ecr60w to cut small intestine found that the staples were malformed in the distal part after the first firing and blood leaked quickly. The surgeon changed hand sewing to stop blood. Then he continued to use the device with ecr60b to cut the stomach the staples were malformed after the third firing and the patient had blood loss. The surgeon used hand sewing and another device to complete the procedure. Now the patient is fine.